Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the threshold test during lead analysis, performed using the mobile programmer application, was unacceptable in its responsiveness. It was further noted that an impedance measurement was believed to not be right because the same value occurred after pressing the impedance button multiple times. In addition, there was a constant keyboard appearance present at the end of the case. The mobile programmer application remains in use. No patient complications have been reported as a result of this event.